Manufacturer narrative:
The service rep replaced the tube, performed filament calibration with no error message. The sys operates as intended.

Event description:
It was reported the 9800 sys makes popping sounds. The sys creates overload fault on large shots. No pt injury.